Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B )(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter, and after successful completion of a pulmonary vein isolation, the the physician pulled out the qdot and noticed charring on the catheter tip. There were no temperature issues, flow issues, or error messages that preceded the discovery of the char. Heparinized normal saline was used for irrigation. The average contact force had not exceeded 25g at any point. The patient had also been anticoagulated with an activated clotting time above 300, a value which was maintained throughout the case. The physician determined that while the amount of char was not excessive, the occurrence posed a potential risk to the patient. No patient consequences were reported.

Manufacturer narrative:
On 18-sep-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter, and after successful completion of a pulmonary vein isolation, the the physician pulled out the qdot and noticed charring on the catheter tip. There were no temperature issues, flow issues, or error messages that preceded the discovery of the char. Heparinized normal saline was used for irrigation. The average contact force had not exceeded 25g at any point. The patient had also been anticoagulated with an activated clotting time above 300, a value which was maintained throughout the case. The physician determined that while the amount of char was not excessive, the occurrence posed a potential risk to the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material was observed in the luer hub area, char and occluded irrigation holes were observed in the dome area. An irrigation test was performed and an occlusion was detected. A microscopic inspection of the irrigation holes were performed, and it was found partially occluded. A temperature and impedance test was performed, and a temperature failure error was displayed on the generator due to the occlusion. A scanning electron microscopy (sem) test was performed to identify the foreign material inside the irrigation holes and it was identified composed of an inorganic material. A manufacturing record evaluation was performed for the finished device lot number 31559811l and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The potential cause of the reddish material in the luer hub could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The root cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: when rf energy is interrupted for either a temperature or an impedance rise (the setlimit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being followed to reduce occlusion issues. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31559811l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).